Event description:
During the pta treatment procedure, the blue max balloon dilatation catheter broke causing a segment of the balloon to remain in the vessel. The balloon was inflated to 12 atms at the target lesion in the hepatic artery. The device was used to postdilate an unspecified type of stent. The catehter break occurred during attempted device withdrawal. The broken catheter segment was successfully retrieved using a snare. It was reported that there were no pt injuries. The pt's status was reported as 'good'.